Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on 27 february 2015. Inomax dsir # (B)(4) was returned to the MFR for service investigation. Regional service ctr (rsc) confirmed the reported complaint of screen going blank and alarming. Review of the service log revealed several delivery failure (df) alarms, raised due to backlight current below minimum. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which result in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display-backlight failure (device issue). On (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt. The rt reported a blank screen with inomax dsir# (B)(4). When the device was plugged into a power outlet and the main power indicator light was green, the touchscreen was blank and there was a high priority alarm sound. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigational results were received on 27 february 2015. Case comment 10 march 2015: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).